Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, xerostomia, periodontal disease, bruxism, peri-implantitis, infection, inflammation, mobility. Implant 11 was placed into a highly comprimized site. Limited facial cortical place / thin covering implant.